Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer¿s representative (rep) regarding a patient using an implantable drug infusion device. The device was being used to deliver baclofen (unknown). The hcp stated that the patient was implanted on (B)(6) 2021, and since the implant he has been experiencing "pain at implant site, discharge/bleeding at pump site, and neurological symptoms." The hcp is planning to do an MRI today to investigate those symptoms. It was confirmed they would page a rep at the time of the call to come to the hospital. The rep reported that the patient had neurological deficits today ((B)(6) 2021). MRI revealed epidural hematoma. They had surgery this afternoon for epidural hematoma evacuation. There were no environmental/external/patient factors that may have led or contributed to the issue and no troubleshooting was performed. It was unknown if the issue was resolved at the time of the report.